Event description:
(B)(4). Event occurred in the united states. It was reported that while sleeping, the infusion set's tubing came apart from the patient's arm at the site. The site location was her arm and the pump was on the same side on her pants. The infusion was used for a few hours. The infusions were stored inside the house. Reportedly, it was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.